Manufacturer narrative:
The damage found was sustained during the surgical procedure. The ptfe coating of the guide wire was stripped in the connector pin. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the guide wire could not be pulled out of the lumen of the lead. The lead was not implanted and was replaced. The patient was stable.